Manufacturer narrative:
The reported events were lead dislodgement, p-wave amp variation and high threshold. As complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of p-wave amp variation and high threshold were not confirmed. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead dislodged resulting in high capture threshold and decreased sensing. The atrial lead was not used and replaced. The patient experienced no consequences.